Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device did not deliver defibrillation energy. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the cause of the reported issue was a disconnected red energy capacitor wire from a spade connector designated j17. Once the wire was reconnected, the issue was resolved. Stryker archived the returned device. The customer received a replacement device.